Event description:
An error was detected in the software of the middleware instrument interface. Error is a decimal point placement error. The error caused the immature granulocyte result, in a complete blood count pt blood sample to be off by a factor of 10. Error has been traced to (B) (6) 2009 at 10:45 am. No other parameter in the complete blood count is affected - only immature granulocytes. Vendor has corrected the software problem - (B) (6) 20/10-.